Manufacturer narrative:
Product complaint (B)(4). MFR#1818910-2019-110334 is being retracted since it was found to be a duplicate of MFR# 1818910-2019-79539. MFR#1818910-2019-79539 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed (B)(6) 2019 for MDR reportability. On (B)(6) 2014, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2018, the patient underwent a right knee revision due to loosening of the tibial component, and pain. The surgeon indicated the tibial component was loose with no cement adhering to the implant. He noted the femoral component was not loose and was not revised. The surgeon indicated the patellar component was stable and not revised. The patient was implanted with a competitor¿s tibial components and cement. There were no complications to the procedure. Doi: (B)(6) 2014 dor: (B)(4) 2018 (rt knee).